Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported a patient was on impella cp support encountered possibly fever and infection. The patient had elevated temperatures so blood cultures were collected and antibiotics were started. Additionally, the patient experienced several runs of supraventricular tachycardia over the night and morning which required being shocked three times. Also, the patient's kidneys were of concern so continuous renal replacement therapy was started. However, after five days of support, care was withdrawn and the patient ultimately expired.

Manufacturer narrative:
H6: updated codes for type of investigation, investigation findings, and investigation conclusions. H11: updated based on the results of the investigation. Investigation summary: no product was returned for investigation. Acute kidney failure/ fever: the cause of the injury was not determined due to insufficient clinical details. Tachycardia/ infection: in order to make a root cause determination, the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: device passed all post sterile inspection checks.